Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Actual sample was received and evaluated. The sample did not show any leakage. The leak was not confirmed. The root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter received a report from a patient regarding a leak identified on a cassette, the moment it connected to the bag. The sample is reportedly available. There was no patient involvement, and no injury or medical intervention was reported.